Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to low blood glucose due to sensor. Customer clarified that hospitalization was not due to sensor. Customer inquired if sensor could be worn in the the leg and if insulin pump could be used without sensor. Customer was educated on proper usage of sensor. Customer's blood glucose was 110 mg/dl.